Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported the patient had an issue with their back where they weren't getting stimulation, and they felt stimulation was no longer covering their back pain area as it had previously. Relevant medical history includes chronic low back pain and spinal pain. The patient had some x-rays done and met with the manufacturer's representative (rep) who stated "number 11 wasn't working properly," meaning that high impedances were noted on electrode #11 so reprogramming was performed the week of (B)(6). The rep. Noted that the patient saw the physician on (B)(6) and reported that the reprogramming that was done captured his pain areas and reduced his pain.